Event description:
It was reported that the customer was hospitalized because, the insulin pump was malfunctioning. It was stated that the customer was involved in a car accident more than a year ago. The reporter stated that the customer received a replacement pump after the accident. The reporter stated that the device was malfunctioning and the customer ended in the hospital for unexplained high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.